Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 10.3 mmol/l. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The pump had a cracked case at the display window corner, cracked battery tube threads, a severely scratched and cracked display window, and a missing end cap sticker.